Manufacturer narrative:
The user facility reported that a patient complained of being sleepy after using a sample of kindest kare skin cream. The complainant alleges that her experience was due to the "ether" component in the product. The patient reported that her symptoms went away when she moved to an area with fresh air. She missed no time from work and has no sustaining injuries. Kindest kare skin cream is a cosmetic product containing ppg-2-myristyl ether propionate ((B)(4)). This component is non-irritating, non-flammable and stable and hazardous polymerization will not occur. The material is tested prior to use in production to ensure it meets the required specifications. Diethyl ether ((B)(4)) is the component used in anesthesia. It has a different chemical composition and properties than ppg-2-myristyl ether propionate ((B)(4)) used in kindest kare skin cream.

Event description:
(B)(4). Steris is filing this medical device report in response to a (B)(6) report received by steris on (B)(6) 2011. This event had been reviewed by steris and determined to be not reportable as it does not meet steris' internal reporting requirements, specifically there was no serious injury, no product malfunction, and does not cause drowsiness as reported by the complainant. It is steris' internal practice to respond to all adverse event reports or inquiries received from regulatory bodies, regardless of the event and as such we are responding to the (B)(6) report.